Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained a blood glucose reading of 500 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient took herself to the emergency room for treatment. While at the hospital, it was discovered the insulin the patient was using was "bad". Troubleshooting revealed all pump settings, programming and date/time were correct. There was no evidence the pump was not functioning appropriately. The patient reportedly discovered her insulin vial was compromised. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.